Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation, however, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured in a form of vertical split. The procedure was completed with a different device. There were no patient injuries reported.